Event description:
It was reported that the water leaked from the area near the catheter hub on the day of placement. Hence, the catheter was not used.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest for 30 minutes with no observed leaks. The catheter was passively deflated with no issues or cuffing noted. The balloon concentricity was observed to be 60:40. This meet specification per inspection procedure, which states, "cuts in lumens are not allowed. Active length of the catheter balloon was measured (0.8060") and found to be within specification (0.60"- 0.90"). No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling was not performed as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water leaked from the area near the catheter hub on the day of placement. Hence, the catheter was not used.